Manufacturer narrative:
This report is submitted on february 11, 2020.

Event description:
Per the clinic, the patient experienced a head trauma which required an MRI. During the MRI, the magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as recommended by cochlear. Clinic is planning to exchange the magnet in revision surgery. The device remains in situ.

Manufacturer narrative:
This report is submitted on march 16, 2023.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 24 march 2020.